Event description:
Information received by medtronic indicated that the insulin pump had under delivery. Customer experienced high blood glucose level. Customer performed displacement test and it was passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged possible under delivery and high blood glucose found on (B)(6) 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2021, there is no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered: (6.2 u) bolus. (B)(6) 2021 09:44:57.000 normal bolus delivered (220)normal bolus amount programmed: 62000 (6.2 u) bolus amount delivered: 62000 (6.2 u).the insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found corrosion on the vibrator assembly and battery tube assembly. No corrosion or moisture damage found on the electronic assembly, force sensor and motor assembly noted. Force sensor zero offset within specification (22.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked case and a scratched case. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose the force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. However, during visual inspection, corrosion was found on the vibrator assembly and battery tube assembly. (B)(4).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report had incorrect aware date. The correct aware date was (B)(6) 2021.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report in h1 section.